Event description:
It was reported that during a percutaneous angioplasty treatment procedure, gauge issues occurred. Vascular access was obtained via the forearm vein. The 80% stenosed target lesion was located in a shunt in the non-calcified and moderately tortuous left forearm. A mustang 5.0 x 40 balloon catheter was advanced retrograde to treat the target lesion. The balloon catheter was attached to an encore26 inflation device. During use, the gauge of the inflation device "was not stable" and the balloon was not inflated "properly". The procedure was completed with different devices. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous angioplasty treatment procedure, gauge issues occurred. Vascular access was obtained via the forearm vein. The 80% stenosed target lesion was located in a shunt in the non-calcified and moderately tortuous left forearm. A mustang 5.0 x 40 balloon catheter was advanced retrograde to treat the target lesion. The balloon catheter was attached to an encore26 inflation device. During use, the gauge of the inflation device "was not stable" and the balloon was not inflated "properly". The procedure was completed with different devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the unit components were visually examined for any damage or defect. There were no issues noted with the returned device or stopcock. The unit passed functional testing. The unit was inflated to 26atm¿s and no issues were noted with the inflation or deflation of the returned unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).